Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call that the customer had a battery cap issue on the insulin pump. Customer stated that he is currently in the hospital for high blood glucose as a result of not being able to remove the battery cap over the last 4 days. Caller stated that the pump died and all the grooves are worn out, so the battery cannot be changed. Caller stated that they are unable to remove the battery cap. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.